Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 1048 mg/dl at the time of incident. The customer's blood glucose was 145 mg/dl at the time of call. The customer stated that they were throwing up and was nauseous. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done. The customer stated that large air bubbles were found in the reservoir and cannula was bent. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined section was filled out incorrectly in the initial complaint.